Event description:
It was reported that the 'up' and 'down' arrow buttons are sticking. The patient has reportedly been able to safely deliver insulin through the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.